Manufacturer narrative:
Based on the information reviewed, there is no indication of a product deficiency directly related to the reported adverse event. While it is possible for the uti to miss a perforation, as described in the minerva IFU, it is far more likely that the uit did not miss the perforation because full perforation might not have been present at the time of the uit. The more likely scenario and potential root cause of this complication is related to the insufficient time given for the perforation inflicted on (B)(6) 2023 to fully heal. This is supported by the fact that the original perforation and the one that took place on (B)(6) 2023 were both in the fundus of the uterus. The original perforation may not have been visible on hysteroscopy because of the ability of the endometrial tissue to regenerate much faster (every month) when compared to the reparative speed of myometrium. In other words, the myometrial weakness of some form was likely present on (B)(6) 2023 and was the root cause behind the reported event. While not specified by current medical guiding documents, the currently accepted healing time before an ablation can be considered after a uterine perforation to be 6+ weeks. The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. A device history review was performed, the handpieces met all qa specifications prior to being released, including adequate sterilization. Uterine perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. As with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum.

Event description:
It was reported that on (B)(6) 2023 the physician scheduled and attempted to perform a laparoscopic salpingectomy and a minerva endometrial ablation in a 35-year-old patient suffering from aub (e). However, at the time of laparoscopic salpingectomy the fundus of the uterus was inadvertently perforated with the uterine manipulator. Laparoscopic salpingectomy was completed, and the minerva endometrial ablation was appropriately cancelled. A few weeks later on (B)(6) 2023, the physician attempted to perform a hysteroscopy with endometrial ablation on the same patient. The diagnostic hysteroscopy was performed. No evidence of pathology was present and the physician indicated that he did not see any evidence of uterine perforation. Endometrial ablation was performed. Post-ablation hysteroscopy was not performed, and the patient was discharged shortly thereafter. The following day on (B)(6) 2023 the patient reported with acute abdominal pain and was admitted to the hospital, diagnosed with uterine perforation to the original location at the fundus and small bowel injury. On (B)(6) 2023 the patient underwent small bowel resection and end to end anastomosis. The patient fully recovered and was discharged.